Event description:
Mobi-c p&f us : inserter malfunction, depth stop. From information provided, during mobi-c implantation surgery, "implant was loaded on inserter correctly", and "upon impaction it was determined that the device needed to be advanced more posteriorly, the dial was turned closewise for a 2mm advance". After several times of trying to impact the device it didn¿t move". "Surgeon took out caspar pins tried again" without success. Attempts to reposition the device caused it to disassemble and the implant had to be removed. Surgery was completed successfully with another device. No impact on patient. No delay of surgery more then 30 min. Note : this report is about the inserter malfunction , another report was sent concerning the implant disassembly. Additional information received from reporter by email on aug. 03rd 2018 : reference of instrument was confirmed to be mb9001r-1 , no lot number was communicated; device is not already returned by sales representative to the manufacturer. The surgery was completed with another inserter. Additional information on november, 11th, 2018: the reporter don't have the serial number of the instrument. The product was not returned to zimmer biomet.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was not returned to ldr medical. Visual and functional evaluation cannot be performed. A review of the traceability records and the device history records aren't possible because the lot number of the instrument wasn't available. From the only information provided by the reporter, the review of the case and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The investigation found no evidence to indicate device issue. The root cause cannot be determined on the basis of the available informations. If additional informations were received that allow to draw a conclusion for this case another report will be sent.

Manufacturer narrative:
The lot number of the instrument was not provide, the review of the device history records and traceability cannot yet be performed. Additional informations were requested to the reporter. No informations received yet. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p and f us : inserter malfunction, depth stop. From information provided, during mobi-c implantation surgery, "implant was loaded on inserter correctly", and "upon impaction it was determined that the device needed to be advanced more posteriorly, the dial was turned closewise for a 2 mm advance". After several times of trying to impact the device it didn¿t move". "Surgeon took out caspar pins tried again" without success. Attempts to reposition the device caused it to disassemble and the implant had to be removed. Surgery was completed successfully with another device. No impact on patient. No delay of surgery more then 30 min. Note: this report is about the inserter malfunction , another report was sent concerning the implant disassembly. Additional information on inserter was requested.

Manufacturer narrative:
The lot number of the instrument was not provided , the review of the device history records and traceability cannot yet be performed. Investigation still in progress. Instrument is not received by manufacturer yet. Conclusion not yet available.

Event description:
Mobi-c p&f us : inserter malfunction, depth stop. From information provided, during mobi-c implantation surgery, "implant was loaded on inserter correctly", and "upon impaction it was determined that the device needed to be advanced more posteriorly, the dial was turned closewise for a 2mm advance". After several times of trying to impact the device it didn¿t move". "Surgeon took out caspar pins tried again" without success. Attempts to reposition the device caused it to disassemble and the implant had to be removed. Surgery was completed successfully with another device. No impact on patient. No delay of surgery more then 30 min. Note : this report is about the inserter malfunction , another report was sent concerning the implant disassembly. Additional information received from reporter by email on aug. 03rd 2018 : reference of instrument was confirmed to be mb9001r-1 , no lot number was communicated; device is not already returned by sales representative to the manufacturer . The surgery was completed with another inserter.